Event description:
Reportedly, the unit was turning off on its own and would only stay on for a few minutes. The unit was running on internal battery. After about 10 minutes of operation, the alarm sounded. The nurse arrived to check the alarm just as the unit made a strange, almost grinding noise and ceased to function. The pt was connected to the unit, yet it was not ventilating. The panel was dark. The pt was immediately switched to alternative ventilation. The unit was plugged into the wall outlet and turned back on, and it resumed normal operation. Please note that there was no serious injury in this case.